Manufacturer narrative:
Initial.

Event description:
It was reported that the user had difficulty hearing the ilet pump alerts due to use of a hearing aid, and the pump alert volume was confirmed to be set at the maximum level. Symptoms included no injury or adverse clinical effects. Outcomes included user education that the dexcom app can provide alerts and that the bionic circle app provides high and low alerts, with the user opting to contact dexcom for app-specific assistance. Investigation included verification of the pump alert volume setting and provision of troubleshooting and education. Investigation of this case revealed no device malfunction and that the device operated as designed with maximum volume enabled. It was concluded, based on previously established findings for similar reports, that the cause was user perception of alerts related to individual auditory limitations rather than a device failure.